Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. During testing, loss of cartridge detection occurred which was not reported by the patient. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to this issue, the display screen was found to have a red tint and the pump had a crack in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Pump was returned to animas. Evaluation revealed partially dislodged force sensor pins.